Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been receiving ongoing, intermittent temperature alarms during bolus delivery. The customer's blood glucose (bg) level was 557 mg/dl and insulin injections were administered to address the bg level. Reportedly, the customer was to use insulin injections for insulin therapy.